Manufacturer narrative:
The reported complaint was confirmed. The srt replaced the bearing which corrected the issue. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during testing of the device at the service center, the roller pump bearing of the occlusion knob seized causing the pump to occlude itself and cause a pump jam. There was no patient involvement.